Manufacturer narrative:
During evaluation, the reported issues were confirmed; the bending angle did not meet with specifications for the up direction and the directional knobs had excess play. Visual examination showed the following issues: the bending section cover adhesive had sunken areas; the flexibility adjustment ring was cracked; the scope cylinder was missing its color indicator; the bending tube was damaged; the connecting tube was snaked; and the universal cord was wrinkled. Visual examination showed scratches at the following areas: instrument channel port; switch box; both directional knobs; scope cover unit; scope case unit; plug unit; and hand grip. The following components did not meet with specifications for electrical insulation: the lock engagement lever's heat shrink tubing; the distal end; and the body control unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus medical that evis exera iii colonovideoscope had reduced angulation and had play in the directional knobs. The device was returned to olympus medical for evaluation. During evaluation, foreign material was found in the air/water channel and the auxiliary water channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section d10 was updated. The device was reprocessed with a wassenburg wd440 endoscope washer-disinfector. The device was pre-cleaned, pre-soaked, the air and water channels were flushed during pre-cleaning, and the detergent was flushed during manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual provides detection methods associated with reprocessing issues in ¿gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection¿ and ¿gif/cf/pcf-190 series operation manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor field performance for this device.